Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports of not being able to hear alarm when reservoir is low. Customer states insulin pump is set to beep and beep is too low to hear. Customer's blood glucose was 140 mg/dl. During troubleshooting, customer changed alert type to vibrate. Insulin passed vibrate self test. Customer was advised to monitor insulin pump. No further information provided.